Event description:
Reported due to acute renal failure and renal insufficiency. In 2004, the physician used the graftmaster stent graft for elective exclusion of a left renal artery aneursm. Reportedly, the graftmaster was "successfully implanted and indirectly excluded the branch of the renal artery from which the renal aneurysm arose." Closure of the branch led to an "expected controlled renal artery infarct." The pt was due to be discharged on the evening of the procedure; however, they became nauseated. The physician chose to keep their overnight due to the nausea. Later in the night they developed "sudden left abdominal discomfort with tachycardia (160 bpm) and fever (101 degrees fahrenheit)." The pt was taken for an abdominal computed tomography (CT) scan which showed "no flow to the left renal artery." The pt was then taken back to the cath lab in an attempt to restore blood flow in the artery. Reportedly, the physician performed an angiojet thrombectomy, a percutaneous transluminal angioplastly (pta) and an adjunctive stent placement with a "regular" stent. The pt also received thrombolysis for "approx eight (8) hours." The 2nd day, a CT angiogram showed "no perfusion distally, albeit, the stent and proximal vessel and opened." On an unspecified date, a nuclear medicine scan was performed and showed no flow to the left renal artery. Reportedly, the pt did have "an acute renal failure with a peak creatinine level of 4.2 mg/dl, which was probably mostly due to contrast nephropathy." In 3 days later, the pt's creatinine level had decreased to 2.2 mg/dl and they was discharged to home in stable condition. In about 2 months later, it was reported that the pt "has been doing very well and has no recurrent complaints." Although requested, no additional information was provided.